Manufacturer narrative:
Concomitant medical products: 407658 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning on the right atrial (ra) lead. The bipolar impedance was low and unipolar impedance was higher than bipolar. It was also reported that there was oversensing in bipolar, and there was potentially an insulation issue. It was noted that the patient feels pacing when in unipolar configuration. The lead was left in bipolar configuration. It was later reported that the lead continued to exhibit low pacing impedance in addition to unstable pacing thresholds. Thresholds were different with the patient's arm at rest versus across their chest. Thresholds and impedance were normal in a sitting position but low impedance could be reproduced by having the patient move their left arm across their chest to their right shoulder. The patient felt that the cardiac resynchronization therapy pacemaker (crt-p) moved a great deal in the pocket but this was not due to twiddler's syndrome and the device could not be flipped in the pocket. No action was taken. The patient will continue to be monitored and a new atrial lead will be considered at the next generator change. The lead and device remain in use. No patient complications have been reported as a result of this event.